Event description:
It was reported the implantable neurostimulator (ins) turned itself on the night prior to the report. The area around the stimulator started getting warm. A manufacturing representative (rep) ran electrode impedances and would run group impedance. The rep looked at the diary when interrogating today and it gave a range of (B)(6) and he did not expressly indicate anything that alarmed him. The ins was turned off on (B)(6) and was turned on and off last night, (B)(6). It appeared that the device was never turned off, so ¿the device turned itself on¿ might have been a user error. It was noted that the patient was in the hospital due to an infection that occurred because of a back surgery that occurred in (B)(6) 2015. The back surgery was not related to the ins. It was unclear if the spine surgery infection spread to the spinal cord stimulator (scs) or not because the reps did not work with that physician so they had been unable to get an update. They looked at the clinician programmer (cp) file and found that the stimulation was turned off on (B)(6). The ins turned on very briefly on (B)(6) and it was turned off right away, assuming within a minute since there was no time showing for stimulation on for (B)(6) on the file. Since the ins was turned off again so quickly, it was assumed that the patient programmer (pp) was close by or that the patient was using the pp at the time and accidentally turned stimulation on. For a stimulation on (or off) event to occur per the file, an external device would be needed to turn stimulation on. Since no recharge session occurred on (B)(6), it would imply that stimulation was turned on using the pp, probably unintentionally.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).